Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200 mg/dl, 95 mg/dl, and 107 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm (bsc) received info that this right atrial lead was part of a system explant, due to a pt infection. There was no report of adverse pt effects due to the explant procedure.